Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings on the mobile app occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour was found. The probable cause could not be determined. No injury or medical intervention was reported.